Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent continuous glucose monitor error 42's. There was no reported adverse impact to the customer. Reportedly, the pump was reset to resolve the reported issue.